Event description:
Reporter stated that the lancet does not properly retract inside of the lancet device after use. Reporter noted that, due to this issue, pt experiences increased pain at puncture sites. No unintentional needlestick had resulted from the concern. No pt injury was reported & no treatment was rec'd. Tech support requested the return of the suspect product & replacement product was shipped.